Event description:
During surgery for nail placement, the surgeon injected cement to fix the nail for more stability. A few mins later, the pt's blood pressure decreased suddenly. The surgeon suspended the surgery, and transferred the pt to the ICU. Three (3) days later, the pt died.